Event description:
The resident was being lifted from the bed to the chair when the tab on the aling broke. The resident was only a few inches off the bed when this occurred and did not suffer any injuries.